Event description:
It was reported via phone call, that the customer received a battery out limit alarm, as well as a low battery alarm. Customer's blood glucose level at the time 240mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no low battery alert was noted. No battery out limit alarm was noted. All operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.